Event description:
It was reported that the patient had oa left foot toe pain. The patient took 1/2cc gel one injection in the toe joint, but the patient was still complaining of pain. No relief from pain even after taking medications.